Event description:
It was reported that the customer experienced high blood glucose and possible wetness at the reservoir and infusion set connection, but the caller was not sure. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.